Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the complete clip detachment from the leaflets. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Imaging was poor; however, the team agreed that leaflet insertion was satisfactory and the clip was deployed; however, the clip completely detached from both leaflets. The clip was still attached to the gripper line, so it was pulled to the right groin and then a cut-down was performed to remove the clip from the anatomy. The procedure was stopped without intervention. No clips were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported complete clip detachment was likely due to leaflet insertion issue, the poor image resolution was due to difficult imaging, and difficult to remove from the anatomy was due to complete clip detachment, and thus they were related to user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.